Event description:
As reported by the user facility: this rn was not alerted that volume was about to run out. Rn in pyxis room to get new bag of precedex due to infusion having low volume (roughly 10 cc). Rn returned to room, while scanning patient and getting ready to hang new bag, pump converted to kvo mode and started infusing 20ml/hr. Rn noticed immediately and stopped the pump. Dose did not reach patient but unknown why IV pump switched to kvo mode 20ml/hr. Precedex infusing 18.2 ml/hr".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.